Manufacturer narrative:
The local factory service representative examined the device and observed proper operation through full performance and functional testing.

Event description:
The device was used to deliver defibrillator therapy to a patient several times in succession. Reportedly, when an attempt was made to deliver another 360 joules to the patient, the defibrillator would not discharge energy. The operator tried to discharge energy again ' and it worked'. The device was used to successfully administer defibrillator therapy to the patient several additional times without further incident. The patient was not resuscitated, but the reporter stated patient outcome was not affected due to continued device use.